Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The blood glucose reading at the time of the event was not reported. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.